Event description:
It is reported that the surgeon feels that the initial fixation of the continuum cup is significantly less than the tm cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.